Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on the communication bus. A field service engineer stated that there was a delay in dispensing medication. A field service engineer found that the matrix drawers had loose pyxisbus cable connections. A field service engineer reseated all connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system drawer failed and displayed an error message stated, "device not detected on the communication bus. There were no adverse events or injuries reported based on this event.